Event description:
It was reported by the rep that the (1) er320 was used during an unknown procedure. It was reported that the device was not forming the clips correctly. The case was completed with another device and with no pt consequence.